Manufacturer narrative:
The device was returned to edwards for evaluation as is pending evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm 3300tfxj valve was explanted after an implant duration of eight (8) years and three (3) months due to severe aortic stenosis, early structural valve deterioration including calcification, degeneration, increased gradients and restricted leaflet mobility. The device was explanted and replaced with a non-edwards 21mm avalus ultra valve. The patient outcome was reported as recovered.

Manufacturer narrative:
Added information to h6. Device evaluation: customer reports of degeneration, stenosis, calcification, deterioration, and leaflet motion restriction were confirmed. Report of increased pressure gradient was not able to be confirmed through visual observations. X-ray demonstrated wireform intact. Moderate calcification was observed on leaflets 1 and 2, and heavy calcification on leaflet 3. Extrinsic calcific deposits were observed on the surfaces of leaflet 2 on both the inflow and outflow aspects. Calcification was observed on host tissue on cut off sewing ring. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 on the outflow aspect and 2mm on leaflet 2 on the inflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve and exposed the metal band. Sewing ring fragment was returned with valve. Multiple suture threads were observed around the valve sewing ring and cut off sewing ring fragment. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.